Event description:
It was reported that the patient was unable to set the ipg into MRI mode due to impedances on the leads. Impedance check revealed that one lead had high and low impedances and the other lead had low impedances. As such, surgical intervention took place where in the entire system was explanted to address the issue. Therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report of ¿unable to get into MRI mode¿ was not confirmed. Analysis of lead b did not identify any anomalies, and the lead passed output resistance and inter-channel continuity testing.